Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad traces. No button error alarms noted. The insulin pump has cracked case at the display window corners, belt clip slot, battery tube thread, minor scratched display window, broken reservoir tube lip and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error when the customer was exercising. Customer's blood glucose reading at the time of the call was 8.0 mmol/l. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.